Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® conformable aaa endoprosthesis and the gore® excluder® aaa endoprosthesis. The contralateral limb was deployed using a push-up technique. During the procedure, a type ii endoleak originating from the lumbar artery was observed, but it was managed conservatively with observation. On (B)(6) 2025, a follow-up computed tomography (CT) scan revealed that the contralateral limb had protruded approximately 1 cm from the flow divider and was leaning toward the ipsilateral limb. No graft occlusion was observed, and the patient remained asymptomatic. Around on (B)(6) 2025, the patient reported symptoms of claudication. On (B)(6) 2025, a follow-up CT scan confirmed occlusion of the left limb of the stent graft. On (B)(6) 2025, the patient underwent a reintervention. Thrombectomy of the left limb was performed, and a supplementary stent graft was deployed from the same position as the previously protruded contralateral limb. The physician stated as follows: although the intention was to align the markers during deployment of the contralateral limb, it is likely that the position shifted either during the push-up maneuver or when the c-arm angle was adjusted.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion / stenosis of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.